Event description:
This spontaneous report ((B)(4), (B)(6)) from the united states of america was reported by a male consumer (age unspecified) whose condom broke and he developed a terrible sexually transmitted infection (sti) and alleged that it did not work after using the trojan-enz condoms unspecified. On an unspecified date, the consumer initiated trojan-enz condoms unspecified. During intercourse, one of his condoms broke, and he alleged that it did not work. Later, he developed a terrible sexually transmitted infection (sti) and confirmed that he became father. No additional information was available. The action taken with trojan-enz condoms unspecified was not applicable. The outcome of the events broke and did not work was not applicable. The outcome of the event sexually transmitted infection was not recovered.

Manufacturer narrative:
Not avail.